Event description:
The advocate stated her husband received a blood glucose reading of 114mg/dl from his breeze2 and a reading of 65mg/dl from his contour. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.